Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and noise were observed on the right ventricular lead, the patient was asymptomatic. It was noted that fluoroscopic imaging results on the lead were normal. Programming modifications were performed successfully. The patient would continue to be followed normally.

Event description:
New information received notes that a recurrence of high impedance and noise were noted on the lead. Programming modifications were performed.